Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), the first episode of unevaluable event ("left side of ribs"), the second episode of unevaluable event ("lower back"), migraine ("migraines") and dyspareunia ("occasional pain during intercourse"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, the last episode of unevaluable event, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, migraine, pelvic pain, the first episode of unevaluable event and the second episode of unevaluable event to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 8-jun-2020: pif received. Reporter information added. Removal surgery added for event pelvic pain. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), the first episode of unevaluable event ("left side of ribs"), the second episode of unevaluable event ("lower back"), migraine ("migraines") and dyspareunia ("occasional pain during intercourse"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, the last episode of unevaluable event, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, migraine, pelvic pain, the first episode of unevaluable event and the second episode of unevaluable event to be related to essure. Quality-safety evaluation of ptc: quality-safety evaluation of ptc . Most recent follow-up information incorporated above includes: on 14-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.